Manufacturer narrative:
Batch review performed on 31 march 2026. Lot 2209536: (B)(4) items manufactured and released on 15-july-2022. Expiration date: 2027-06-26. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 3 years 1 month after the primary, the patient came in presenting anterior knee pain and the cause is unknown. The surgeon resurfaced the patient`s natural patella and revised the insert (10 mm to 13mm). The surgery was completed successfully.